Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that after the autoclave process, leaked oil from the pneumatic drill was discovered in the sterilization case. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.